Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up when diagnostic images revealed externalized conductors on the lead. No electrical anomalies were detected. The patient will be monitored with routine follow up.